Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the sleeve failed to return when drawing blood causing blood to leak out. This occurred with five devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). D.4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the sleeve failed to return when drawing blood causing blood to leak out. This occurred with five devices. No adverse impact was reported regarding the patient or user.